Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-11331: it was reported the pt had heating at the ipg site with discomfort while charging the ipg. The pt had used fabric in between the charger antenna and the ipg and the issue had persisted. In addition, the pt reported the ipg area was sensitive, and she did not like the location of the ipg. The pt was scheduled for a follow up appointment with the physician regarding the issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.